Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the active electrode array was found to have been migrated completely out of cochlea, which goes in line with the reported pain during stimulation. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reported on (B)(6) 2019 that the hearing with the device was uncomfortable and there were changes in sound perception. The user experienced a gradual decrease in sound perception. The user was re-implanted on (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported in (B)(6) 2019 that the hearing with the device was uncomfortable and there were changes in sound perception. The user also reported local pain on the left side under the skin. There is no report of a specific trauma event. Reimplantation is considered and might take place on the (B)(6) 2019.